Manufacturer narrative:
The relationship between the reported event and the use of medtronic products is unknown. This report is filed for notification purpose. If additional information is received, a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during c3-c6 standard acdf procedure in a patient diagnosed with cervical myelopathy with stenosis at c3-c4, c4-c5, c5-c6. It was reported that the variable angle self-drilling screw backed out past locking mechanism. The device was explanted partially. No additional patient injury /complication was reported.